Manufacturer narrative:
Version 0.0 ((B)(4) 2014): the events cardiopulmonary failure, hip fracture and respiratory distress are serious and not assessable. The events fall and tachycardia are serious and not assessable.

Event description:
This spontaneous case was received on (B)(6) 2014 from a physician and concerned a (B)(6) yr old female pt. The pt's medical history included crest, pulmonary hypertension, scleroderma, digital ischemic/infarcts, drug allergies, lymphoma,migraine, htn (hypertension), anxiety, sleeplessness, itching from oxycodone, swelling, open skin ulcer. Family history included lymphoma and migraine. On an unk date, the pt started treatment with biafine topical emulsion at an unk dose and an unk frequency for an unk indication. The batch number and expire date were not reported. On an unk date, the pt fell, experienced hip fracture and tachycardia. The pt was unable to undergo hip surgery due to tachycardia. On an unk date, the pt experienced respiratory distress and was in ICU. On (B)(6) 2014, the pt died from something respiratory with the heart (also described as heart went fast then stopped). The pt was in dnr (do not resuscitate). It was unk if treatment with biafine topical emulsion was continued. The outcome of the event something respiratory with the heart was fatal and hip fracture, tachycardia and fall was unk. The reporter did not provide the causality assessment for the events. Add'l info has been requested for this report.